Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement, the issue was related to air and o2 gas module. After replacement of defective parts, pre-use check failure occurred. To resolve the issue with pre-use check failure, the inspiratory pipe was replaced. The gas module regulates the inspiratory gas flow and gas mixture. Unfortunately, neither the device log nor the claimed parts were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator did not deliver air or o2 pressures. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. ¿ h3 other text : 4119.